Event description:
Patient had balloon implanted on (B)(6) 2016. Patient contacted implanting physician on (B)(6) 2016 and again on (B)(6) 2016 complaining of vomiting. Patient went to the ER on (B)(6) 2016 feeling dehydrated and sick. Patient was admitted to the hospital on (B)(6) 2016 where she received IV fluids and zofran and was discharged the same day. Patient continued to feel sick and went to the ER on (B)(6) 2016 where she was admitted to the hospital and treated with IV fluids and vitamins. Patient elected to have the balloon removed. The removal was completed on (B)(6) 2016 and the patient was discharged the same day without further incident.